Event description:
The customer reported the image was distorted then went blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board. (B) (4).